Event description:
Infant presented to the ed nonresponsive and in cardiopulmonary arrest. Acls begun at time of arrival. During the code the defibrillator was charged to 10 joules, but would not fire (discharge) after 2 attempts. The defibrillator was then charged to 20 joules and did fire and was fired during the code twice thereafter. Defibrillator was examined twice by a biomedical company. On the second exam a small plastic object was found in the discharge button that was broken on the sternum paddle.